Manufacturer narrative:
Per tandem's user guide, "always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an empty cartridge alarm occurred while the customer was sleeping. As the alarm had declared while the customer was asleep. The customer did not know if the alarm had been appropriately declared. Tandem technical support educated the customer that the empty cartridge alarm declares when the cartridge is empty. The customer understood and confirmed that a new cartridge would be loaded onto the pump. There was no reported impact to the customer's blood glucose level due to not testing.